Event description:
The consumer reported a poor communication screen. The patient programmer would not communicate and the patient programmer was not working with her internal antenna. The was not using the antenna, so it was recommended for the patient to place the patient programmer directly over the implantable neurostimulator (ins) on the skin and to sync with the ins. The issue was not resolved. The patient had attempted to use the patient programmer to check the therapy settings because for the last couple of days ((B)(6) 2016), the patient had not felt like the implant was working. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient indicated that the poor communication issues were resolved with patient programmer replacement and the implant was confirmed to be working. The issue of the implant not working was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.